Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no tactisys log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported steam pop and effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a typical flutter ablation procedure, a steam pop and effusion occurred requiring a pericardiocentesis. While ablating a cti line, the physician was using a drag technique at 35 w with the catheter. While dragging across the cti, a steam pop occurred. The physician immediately came off rf delivery after tactile and auditory feedback from the steam pop. An impedance spike was observed on the system, but only at the occurrence of the steam pop (not prior to the event). No trending increase in impedance was observed during ablation. The patient became hypotensive and ice revealed a perforation in the right atrium along the cavo tricuspid isthmus that required a pericardiocentesis. There was no malfunction with the ablation catheter.